Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however 3 pictures were provided for evaluation. The visual inspection of the provided pictures did not identify any specific defect on the impacted sets. No picture of the drain bags were provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with three units of prismaflex m150 sets, external leakage from drain bags were observed, specified as near the stopcock. It was reported the patient was in ¿good condition¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.